Event description:
It was reported that an interrupted system diagnostic test occurred during an office visit on (B)(6) 2015 that caused an unintended change in the patient¿s device settings. The patient¿s device settings were not corrected by the end of the office visit. No patient adverse events were reported.

Manufacturer narrative:
.